Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a request for improvement of the ventricular oversensing alert was made because of noise on the right ventricular channel. A request was made to analyze a potential link with the field safety notice on the df4 connector. Shorter follow-up intervals were initiated via a remote monitoring system and new occurrences of noise on the recorded episodes were observed. As a consequence, the physician decided to explant the subject ICD. Preliminary analysis results revealed that the observed noise was most probably due to electromagnetic interferences (emi) and/or myopotentials. Recommendations to avoid exposure to interferences were sent on 28 march 2018.

Event description:
Reportedly, a request for improvement of the ventricular oversensing alert was made because of noise on the right ventricular channel. A request was made to analyze a potential link with the field safety notice on the df4 connector. Shorter follow-up intervals were initiated via a remote monitoring system and new occurrences of noise on the recorded episodes were observed. As a consequence, the physician decided to explant the subject ICD. Preliminary analysis results revealed that the observed noise was most probably due to electromagnetic interferences (emi) and/or myopotentials. Recommendations to avoid exposure to interferences were sent on 28 march 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a request for improvement of the ventricular oversensing alert was made because of noise on the right ventricular channel. A request was made to analyze a potential link with the field safety notice on the df4 connector. Shorter follow-up intervals were initiated via a remote monitoring system and new occurrences of noise on the recorded episodes were observed. As a consequence, the physician decided to explant the subject ICD. Preliminary analysis results revealed that the observed noise was most probably due to electromagnetic interferences (emi) and/or myopotentials. Recommendations to avoid exposure to interferences were sent on (B)(6) 2018.